Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had bent cannulas. The customer also believed her serter was not working properly. Customer stated the ser was not releasing the cannula with the right force. No additional information provided.